Event description:
It was reported when using the bd smartsite 20mm closed vial access device, the device experienced leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we have had an issue with a couple of the closed system devices which draw up medication from vials (please see attached video), as they have leaked and turned out to be the exact opposite of a ¿closed system¿, as the medication leaked all over the place rather than going into the syringe. I¿m afraid I don¿t have anything as helpful as a batch number, because it was thrown away before the fault was subsequently discovered, but I think it was the devices with a red cap, rather than the blue ones.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd smartsite 20mm closed vial access device, the device experienced leakage. This event occurred two times. The following information was provided by the initial reporter. The customer stated: we have had an issue with a couple of the closed system devices which draw up medication from vials (please see attached video), as they have leaked and turned out to be the exact opposite of a ¿closed system¿, as the medication leaked all over the place rather than going into the syringe. I¿m afraid I don¿t have anything as helpful as a batch number, because it was thrown away before the fault was subsequently discovered, but I think it was the devices with a red cap, rather than the blue ones.

Manufacturer narrative:
A mv0520-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 212021. As part of the investigation the customer provided a video of the affected product, analysis of the video confirmed the customer's experience with vial observed to be loosely connected to the vial access device. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A review of the production records from lot 212021 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample and vial were not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.